Event description:
It was reported that balloon rupture occurred. The 30% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured near the proximal end. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported.